Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and as the iab was being advanced into the sheath, it began to unwrap. The iab was removed from the sheath. The md requested another iab.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.